Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. Reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no non-conformity report for this po. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient experienced blurry vision and no focus in left eye after implantation of a zmb00 intraocular lens (iol). Reportedly, the left eye was like this right from the start and patient has seen his doctor regarding this. Patient's right eye is really good and has 100% focus. Patient has single control binoculars where each side is separate and puts both eyes in focus. No further information was provided.